Event description:
In this event it was reported that an x-mart dual apex locator provided incorrect measurements and did not auto-reverse. Event outcome is unk as of this MDR eval. However, there is no indication that injury resulted.

Manufacturer narrative:
While no serious injury apparently resulted in this event, there has been a previous report received in the past two years involving a similar device where this malfunction (incorrect measurement) resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Please note that while this product is not sold in the united states, it is considered similar to products that are when taking into account composition and indications for use. Eval of the returned device revealed a broken motorcable and the outer electrical connection was broken.